Event description:
During the surgical procedure, a lap sponge was removed from the patient, but did not contain the entire data matrix tag. Therefore, missing parts are no where to be found and sponge could not be scanned out of the system.